Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed as improper device storage. The likely cause was determined to have been improper device storage resulting in light exposure which caused sheath embrittlement and breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reporte during their inspection of the pyxis, they discovered additional angio-seal device had become brittle and were breaking. The inspection was conducted voluntarily by the account, and the product was found damaged. No patient was present in the room, nor was the product intended for patient use. There were two angio-seals in total in the pyxis machine. The account mentioned that the uv light is covered by some apparatus.

Manufacturer narrative:
E3: occupation: ccl manger. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.